Event description:
The user alleged that while using the lg, there was an inaccuracy issue during the navigation process. On the cross sections of the navigation screens, the tip of the lg was off, about 12cm, when the actual video image showed the lg tip physically touching the main carina. A new lg was then used, and the case was completed successfully with no harm or injury to the pt.